Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Type of report was updated to serious injury.

Event description:
Additional information received indicates that the patient last had therapy on (B)(6) 2019. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. .

Event description:
It was reported that the patient¿s ipg does not communicate with external device.